Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. When asked for the circumstances that led to the stimulation being turned off when it was believed the stimulation was on the patient reported their spouse forgot what to do and called for help. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient¿s family/friend that the patient was having too many accidents. The caller reported they were trying to increase but they were unable to. The caller stated seeing the patient on program 4 at 3.8. While on the call the caller was able to see that the stimulation was currently turned off and the caller seemed to believe the stimulation was turned on. It was reviewed a few times that stimulation was off if the caller did not see the lightning bolt in the upper left-hand corner. The caller turned the stimulation back on and confirmed seeing the lightning bolt then. The caller began to increase stimulation and stated they could do the rest then. There were no further complications reported/anticipated.